Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured after the trialing process when the surgeon was removing the provisional from the joint space.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history record and receiving inspection report identified no deviations or anomalies. Visual examination concludes that the returned device is fractured on the medial side of the post all pieces. This device is used for treatment. It was considered that the devices was conforming when it left zimmer biomet and has been used in an unknown number of surgeries. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice . Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This lot was manufactured before the design modification. Reported information states that the surgeon was using a mallet to impact the tasp into a tight knee. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the tasp.